Event description:
The customer contacted heartsine to report that their device failed to issue audio prompts at power up. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient which could delay therapy.there was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine evaluated the device and was able to verify the reported issue. The investigation revealed a large ring of metallic particles around the centre of the speaker cone, which had impeded the vibrations of the speaker and resulted in reduced output. The debris in the speaker housing would suggest the device had been stored in the presence of metallic particles. Due to the magnetic nature of the speaker, these particles would have been attracted through the holes of the speaker housing from the surrounding environment. The customer received a replacement device and the customer's device was scrapped by heartsine.

Event description:
The customer contacted heartsine to report that their device failed to issue audio prompts at power up. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient which could delay therapy . There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Manufacturer narrative:
Heartsine has made multiple attempts to contact the customer regarding the status of their device, but no response has been received from the customer. The device was not returned to heartsine for investigation. No additional information will be forthcoming at this time. The cause of the reported issue could not be determined. If the device is returned to the manufacturer the investigation will be reopened.

Event description:
The customer contacted heartsine to report that their device failed to issue audio prompts at power up. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient which could delay therapy. There was no patient involvement reported with the event.